Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the physician that the device was being placed in emergency room when the introducer needle broke off. Additional information received by the sales representative on 4/30/09 reported that the needle broke, and was able to be pulled from the patient. No further details are available.